Manufacturer narrative:
H11: additional manufacturer narrative: the investigation is still in progress; therefore, a conclusion has yet to be established. A supplemental report will be submitted accordingly upon investigation completion. Edwards will continue to review and monitor all reported events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
It was reported that a patient with a 7300tfx 29mm mitral valve is being evaluated for a valve-in-valve procedure after an implant duration of 6 years, 9 months due to unknown reasons.

Manufacturer narrative:
H11. Additional narrative : updated b5, b7, e1, and h6.

Event description:
It was reported that a patient with a 7300tfx 29mm mitral valve underwent a valve-in-valve procedure after an implant duration of 6 years, 9 months due to stenosis. The patient presented with hf and sob. A 29mm s3u was implanted without complications.

Manufacturer narrative:
The most likely root cause is patient-related factors, including coronary artery disease. The device history record (DHR) was reviewed and showed that this device met all manufacturing and sterilization specifications for product release prior to distribution. No issues were identified that would have impacted this event. Edwards will continue to review and monitor all events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.